Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention due to high blood glucose levels. The customer's mother stated that the customer was at school and the school called because the blood glucose reading was over 600 mg/dl. The mother picked her son up and treated him with a manual injection of 5 units of insulin. By the end of the call, the blood glucose reading had lowered to 423 mg/dl. The caller stated that she had ordered the wrong infusion sets. The customer had a small amount of ketones. The mother had to contact their doctor regarding the event, and the doctor thought the issue was regarding the insulin pump. Upon troubleshooting, insulin did exit during a manual prime, no leak was noted, the alarm history was clear, and the bolus history was accurate. It was found that the infusion set had a bent cannula and that the customer had the wrong fill cannula setting. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.